Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had filled the tubing with mor than 40u of insulin but was not seeing insulin moving from the luer lock into the tubing. Tandem tech support had the contact load a new cartridge with the same tubing but received the same issue. The contact changed out the infusion set and was able to successfully proceed through to the fill cannula step. The customer's blood glucose level was impacted.